Event description:
The customer reported that the defibrillator does not charge the battery and the ac power led was not lit which could indicate a failure to power up via ac power. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. The symptom was verified. The issue was localized to a failed power supply. The customer was informed that this device has been out of support since (B)(6) 2006 and that parts are no longer available. The device remains at the customer site. We are considering this a malfunction of the power supply assembly.